Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted and replaced due to possible premature battery depletion. Upon review of the device diagnostics, it was noted the there was no evidence of battery or hardware malfunction. It was suspected that the programmers used to diagnose battery longevity may have overestimated the amount of time available until the device reaches end of life. The misleading data caused the device to appear to have a faster than normal battery drainage. No patient symptoms were reported and the patient was in stable condition post procedure.